Event description:
It was reported that on (B)(6) 2024, the right ventricular (rv) lead was capped and replaced with a competitor's rv lead. An x-ray noted a break or insulation anomaly. The patient's condition was good before, during, and after the procedure.